Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the jaws were not lined up properly when attempting to reload the suture. There was no patient injury. There was no device component that fell into or was left in the patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss. There was no delay in surgical time of over 30 minutes.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: laparoscopic roux-en-y gastric bypass.